Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The balloon inflated without a rupture noted to the balloon; however, there was a hole in the outer member on the proximal edge of the proximal balloon seal, thus confirming the rupture/leak. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the nc trek dilatation catheter advanced to the unspecified coronary artery lesion without issue. Upon initial balloon inflation at 10 atmospheres (atm), the balloon burst. The device was removed without issue and another nc trek was successfully used. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.